Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc highcross pe liner - ref. 01.26.3244hct / lot 131283 (100 liners produced) : all parameters have been found to be in accordance with the specifications valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Thirty five liners belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc trio cementless shell 50 - ref. 01.26.45.0052 / lot 130757 (100 cups produced) : all parameters have been found to be in accordance with the specifications valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Thirty one shells belonging to this lot have been already implanted and no incidents have been reported up to now. Ceramic ball head mfg by ceramtec (B)(4), not marketed in the USA. The x-rays were evaluated by an expert surgeon contacted by medacta and he noticed too much anteversion of the cup. From the data collected, there are no evidences that the event is device related.